Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's reported reaction. The patient's surgeon has requested and been provided with a sample mesh for reactivity testing. We have requested results of the reactivity testing, however the information has not yet been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units. If/when additional information is provided a supplemental MDR will be provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it is reported that one week following the implant of a bard perfix plug the patient developed a rash that covers his entire body except the face. Reportedly, the patient has been treated with topical and oral medications that have not helped to resolve the rash. As reported the rash and itching have been persistent since the surgery on (B)(6) 2015. The patient is now seeking treatment with an allergist. To date no surgical intervention has taken place.